Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation, high out of range impedance measurements were observed on the right atrial (ra) lead resulting in the polarity changing to unipolar configuration. Since the interrogation, the impedance measurements on the ra lead decreased to 300 ohms. All lead testing yielded normal results, the impedance measurements and threshold measurements were stable. The physician suspected this could be a result of an outside circumstance. No adverse patient effects were reported.